Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-feb-2021, UDI#:(B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was removed due to the leads migrating probably a year after the implant was put in. The patient said their neurosurgeon took an x-ray which showed that the leads had migrated. The patient said another reason for the explant was the ins had to be charged every day for at least 3 hours and that was not working for the patient; the patient said this had occurred since implant. No symptoms were reported. No further complications were reported/anticipated.